Event description:
It was reported the pt presented to the ER due to severe return of parkinson's symptoms. The dbs system implanted to treat parkinson's was found to be off. The pt was seen in the clinic for troubleshooting. The patient's device was turned on. A few minutes later it was checked and found to be off. The settings on the device were 1.5 volts, 60 pulse width, 130 rate. Therapy impedances were at 1186 (case impedances were: 0,1205; 1,1280; 2,1077; 3,1229). Battery voltage was at 3.71 volts. The pt uses the device 24 hrs/day. No power on reset messages were noted. The pt is on very little medication (not specified). An x-ray was done which showed nothing significant although the extension looked slightly different than normal over the patient's collarbone. Additional info has been requested but was not available on the date of this report.